Manufacturer narrative:
Follow-up received on 09-may-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain complaints (interpreted as pelvic pain). The coils were removed and after the surgery the pain was gone. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the reported event, in the lack of alternative explanation, and considering that the pain resolved after essure removal, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. No active follow-up will be pursued, as this case was received via media broadcast.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted, for sterilization. Reporter states that, after the sterilization, consumer had to deal with complaints of pain, mood swings and forgetfulness. It took the consumer years before she found the cause of her complaints. According to the consumer, in the beginning you do not know what it is that makes you sick and states that in her head she thought that she was becoming demented very young. Coils were removed by a gynecologist and, almost immediately after the surgery, the pain has gone. Correction done on 10-mar-2016 based on information received on 07-mar-2016: this is a spontaneous case report which was received via media broadcast. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain complaints (interpreted as pelvic pain). The coils were removed and after the surgery the pain was gone. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the reported event, in the lack of alternative explanation, and considering that the pain resolved after essure removal, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is ongoing. No active follow-up will be pursued, as this case was received via media broadcast.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.